Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 4 inappropriate electric shocks due to an atrial driven arrhythmia. Reprogramming has been performed. No additional adverse patient effects were reported. At this time, this device remains in service.